Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Correction number: 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During testing the load step failed to detect the cartridge. Unrelated to the complaint, the battery compartment was found to be cracked and caused the pump to fail a leak test. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and alleged that the pump emptied 2 cartridges at the load step. The patient did not allege any harm or injury because of the reported issue.